Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name. Previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 - version or model #. Previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, the device failed pressure transducer test during pre-use check and nozzle unit on air gas module was found defective. According to the information provided by the technician, the part has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).